Manufacturer narrative:
The superior shaft is cracked and bent at the centerline of the jaw pivot pin, consistent with excessive rotational force. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive rotational force, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
Surgery date: (B)(6) 2011. It was reported that the tip of the instrument broke during use. The broken piece was immediately retrieved with no patient complications.